Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer that the system would not boot up. The fse determined the cause of the problem to be the smart switch pcb had gone out and was faulty. The fse replaced the smart switch pcb and verified system functionality. The smart switch pcb contains circuitry which monitors the hard disk drive activity once the user presses the power switch to the off position and allows the system to shut down when no read/write activity is occurring to reduce the potential for corrupting data. Failure of the smart switch pcb can cause the system to not boot. Replacing the smart switch pcb resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.